Manufacturer narrative:
(B)(4) device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-00016, 2134265-2016-00017, 2134265-2016-00814 and 2134265-2016-00815 it was reported that vessel dissection occurred. The target lesion was located in a coronary artery. The lesion was predilated with a 2.5x25mm and a 2.0x15mm maverick balloon and then a guide wire was advanced down the vessel. Three promus premier stents, sizes 2.75x16mm, 2.75x12mm, and 2.50x28mm, were advanced in unknown order, but all 3 stents failed to cross the lesion. A 2.5x12mm and a 2.0x20mm non bsc balloon were then able to cross the lesion. At some point during the procedure a dissection occurred. The patient was then sent for coronary artery bypass graft (CABG). No further patient complications were reported.